Event description:
Boston scientific crm received information that the transvenous left ventricular (lv) lead had been coiled up in the device pocket as a result of the patient's twiddler's syndrome and twiddling of this associated cardiac resynchronization therapy defibrillator (crt-d) device. There was no report of adverse patient symptom associated with the surgical intervention that was done to address this issue.

Manufacturer narrative:
The left ventricular (lv) lead was removed from service. This associated crt-d was also removed from service in order to implant a new device that would not require the use of an adaptor. The new device was planned to be placed sub-pectorally. No further issues have been reported. No further information is available at this time. This event will be reopened should further information become available.